Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2022. Product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type lead . Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-sep-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-sep-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt had loss of stimulation, high impedances being reported on most contacts and pt reports seeing message of setting cannot provide settings. Pt stated loss of stimulation sensation and message on controller started yesterday. Rep checked the ins and found most contacts high (>40,000 ohms), with a few orange and only 2 contacts (2 and 7) were in normal range. Rep reprogrammed using 2 and 7 to which this gave patient pain relief and good coverage. At this time, pt will work with what is working and has chosen not to discuss a lead revision at this time. Pt is to follow up with rep or managing healthcare provider (hcp) when system doesn't work. Rep will make hcp aware of outcome and plan by the patient. It appears there was no falls, traumas known to cause any issue with the leads.  Rep asked why the 3550-63 was no longer available. He indicated that it was a nice product to have to help maintain the space when doing a lead revision such as maybe necessary for this patient. Ts reviewed item is discontinued and reason is unknown but speculate it is due to low volume of use. Ts reviewed that they will inform design teams of need for accessory kit like this. Additional information was received from the manufacturer representative. It was reported that pt had a lead revision and rep was made aware of the lead revision on (B)(6) 2022, the day of the surgery. Pt is getting good coverage after the surgery.

Manufacturer narrative:
H3: analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor was broken at the anchor site and the braid wire was broken. Analysis of the electrical stimulation lead (serial number (B)(6)) found that the lead conductor was broken at the anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.